Event description:
It was reported that following an ipg replacement procedure, the patient developed an infection at the ipg site. Symptom of soreness was noted. It was unknown what caused the infection. The patient was sent to the emergency department and all components were explanted and discarded per hospital policy. The patient was prescribed with antibiotics and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50. Serial: (B)(6). Batch: 7123257/7124797.